Event description:
The patient had a reported high levels of serum cobalt per operative record. No lab values for cobalt levels were found in the medical record. The md performing the surgical procedure did not know the patient had a metal on metal implant. There were no identifiable manufacturer names on the implant but numbers on both implants were identifiable.